Event description:
The customer contacted the customer care solution center and alleged the device displayed audio failure message of the complaint device without audio alarm. The device was not in use on a patient at the time of the event.